Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Wrong test strips returned for evaluation. Unable to test the test strips. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018, in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi and high blood glucose test results. The customer is concerned with tests results from results obtained of hi, 440, 542, 464 and 109 mg/dl. The customer's expected blood glucose test result range is unknown. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/25/2019, and open vial date is three months or more. The meter memory was reviewed for previous test result history: (B)(6).